Event description:
It was reported that this right ventricular (rv) lead presented a gradual rise in shock impedance measurements over time until it reached out of range measurements. When reviewing the device history, it was found that the patient had received one shock that failed to convert the patient's ventricular fibrillation (vf), with a second shock delivery being able to successfully convert the rhythm. A lead revision procedure was performed and this lead was extracted. Upon further review, heavy calcium deposits around the shocking coil of the lead were observed. A new lead was implanted. No additional adverse patient effects were reported.